Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services connected a test baton to the monitor and powered it on. They wiggled / flexed the cable at the strain relief, no green lines appeared on screen. However, the back shell was replaced for precaution. The device was returned to the customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the device intermittently goes blank. It was unknown if a back-up device was reportedly used. No delay in the procedure was noted. No harm to patient or user was reported.